Manufacturer narrative:
An event regarding dislocation involving an unknown uhr head and unknown acetabular component. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to dislocation (bipolar component and femoral head came out of patient's native acetabulum). Patient was revised to a stryker 46mm uht bipolar component and a 28 +4 metal head.